Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low, out of range lead impedance and loss of capture was observed during follow-up in clinic. Patient was lost to follow-up since initial implant. Pacing was turned off. Consequently after further diagnostic testing, physician decided to replace the malfunctioning lead. Lead was capped and replaced on (B)(6) 2019 due to insulation anomaly. Patient was stable throughout the event.